Manufacturer narrative:
The device was returned to resmed for evaluation. The reported complaint was not reproducible due to the device was received without an internal battery. During evaluation, the device failed to complete its internal self-test. The device was re-calibrated to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. The device was not in patient use when the reported event occurred.